Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed. The design vendor reviewed the design of the components and confirmed it was designed as intended and no anomalies were found. No product was returned and no functional test or inspections could be performed. A review of the provided scans does not show any egregious intrusion into the ear canal. The DHR of this product was reviewed and no non-conformance was found. This is a custom device with no similar devices and the lot quantity is one; therefore, there are no similar complaints and the risks associated with this device are unique to this device. The most likely underlying cause of this complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Medical products: unknown screws, part number unknown, lot number unknown. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the implant will be revised due to perforating the ear canal. The fossa from the custom tmj implant was designed with a lip so the tmj implant for the revision will customize the fossa with no lip. No additional patient consequences were reported.